Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During remote monitoring, myopotential oversensing resulting in inappropriate therapy, low pacing impedance, and a loss of capture were observed on the right ventricular (rv) lead. The patient was presented in clinic and the cause of the electrical anomalies was found to be due to an rv lead dislodgement. The rv lead was repositioned to resolve the event. The patient was in stable condition.